Event description:
A distributor from denmark reported a fault with a pump, identified by a cartridge alarm 6, indicating the vent was not working. Despite the alarm, there was no adverse impact on the customer's blood glucose level. The alarm persisted even after a new cartridge was loaded, prompting the need for technical support to replace the pump. The customer reverted to using a backup insulin pump. A replacement pump was confirmed to be shipped.